Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opti-flex nitinol stone retrieval basket was used in the ureter and kidney during a retrograde and lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the device was pulled through the ureter and access sheath the entire basket cage detached. The detached component was successfully removed from the patient using another basket. Reportedly, the basket did not come in contact with a laser during the procedure. There were no patient complications reported as a result of this event. Another opti-flex nitinol stone retrieval basket was used to complete the procedure.